Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided pictures and video showed an external fluid leakage from the return line tp square. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex (B)(4) has been temporarily approved for use in the us under emergency use authorization eua(B)(6) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with one unit of prismaflex (B)(6), an external fluid leak was observed. There was no patient involvement. No additional information is available.